Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the balloon ruptured. The calcified and 90% stenosed target lesion was located in a moderately tortuous below the knee (bk) artery. A 3.0x40mm sterling balloon ruptured upon the first inflation at 4 atmospheres (atm's), held for one minute. The procedure was completed with a non bsc balloon catheter. There were no patient complications and the patient's condition was listed as "good".